Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow and ok keypad buttons have been intermittently unresponsive for the past month. The patient reportedly wears the pump on a belt and does not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be lifting and peeling near the up arrow button, exposing the button contact. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up arrow and contrast keypad buttons were intermittently unresponsive and required multiple presses to elicit a response; the ok and down arrow buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts.